Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the endoscope lights were reversed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product to perform failure analysis. The 30-degree endoscope was analyzed, which did not replicate or confirm the customer reported event. The endoscope instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. Tech support performed a log review and found no errors. The tech also performed aea and quality assurance plan (qap), no issue found. The 30-degree endoscope instrument (part#470027-64/sf2019721) was last used on (B)(6) 2022 on system sk3300. The 30-degree endoscope has 1782 uses remaining after last use. The instrument has max 2000 lives. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.